Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. A palmaz stent was also implanted at the same time. The aneurysm was 71mm in diameter at the time of implant. The aortic neck diameter was 26mm and it was 12 mm long. There was a seal zone of 11.9 mm in the aortic neck and 45 mm bilaterally. Three years and 10 months post implant, it was reported that aortic neck was 27 mm and the stent graft had migrated distally 60 mm and it was in the aneurysm sac. There was inadequate proximal seal zone reported and the aneurysm measured 68 x 63 mm. The patient presented with left side ischemia. Another manufacturer's device was implanted to treat the migration and at the same procedure an unknown stent was implanted to treat a dissected renal artery that was created by the palmaz stent. Post operatively, the patient had bowel ischemia and digestive complications and expired 2 days later. No additional information was received.

Manufacturer narrative:
.